Event description:
It has been reported to us that during the procedure, the inflation device needle malfunctioned resulting over inflation of the balloon resulting in a dissection of the vessel. The physician inserted an aspiration catheter and aspirated the vessel. The physician inserted a 2.5x15mm balloon. The physician connected the inflation device to the balloon and inflated the balloon, however, the needle of the pressure gauge stopped moving at 1 or 2 atms. The physician continued to apply pressure by turning the handle of the inflation device and the balloon ruptured. The physician observed that a dissection of the vessel had occurred. The physician continued the case and inserted a 3.0x23mm stent to repair the dissection. The physician continued to use the inflation device and the needle on the pressure gauge still only responded to 1 or 2 atms. The physician complete the case.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. H.3. 02-device evaluation anticipated, but not yet begun.